Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had low blood glucose of 50 mg/dl. Customer's blood glucose at the time of call was 47 mg/dl, which was treated with food. During troubleshooting, it was found that customer did not enter blood glucose amount during a bolus delivery. Caller was advised that customer may have over delivered insulin since a carb amount was not entered. Caller reported that customer also received a no delivery alarm but was resolved with a set change. Caller was advised to call if alarm persisted.